Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support. During support, the patient exhibited signs of hemolysis as evident by pink urine. Despite efforts to resolve with repositioning, the issue persisted and the pump was prematurely removed.